Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling were noted during testing. The insulin pump was received with normal operating currents. No unexpected battery out limit alarm was noted. The insulin pump was received with a minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump experienced a keypad anomaly. The caller stated that numbers were scrolling on their own when she was at the beach. She stated that the customer had had the insulin pump off while at the beach, and when she went to treat for lunch, she found that the insulin pump was not working. The customer's blood glucose was 165 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.